Manufacturer narrative:
A visual inspection of the unit under test (uut) found the screen bulging at the center and separating from the tablet. The functional check revealed that the uut was attempted to be turned on but would not boot up. It was connected to a charger for 45 minutes and would not charge or boot up. It is determined that the battery is faulty and has swelled internally causing the screen to separate and is preventing the tablet from booting up and functioning. Therefore, the complaint could be confirmed and the root cause can be attributed to the swelling faulty battery. The broken tablet was replaced. The risk evaluation results in a risk acceptance level of a medium acceptable health risk.

Event description:
Initially it was reported by the customer that the tablet does not work. The screens are separating and it does not power up. The device was returned for an investigation. On 29-may-2024 it was found, that the battery of the device is swollen. The awareness date will be changed to the 29-may-2024, because the initial description of the failure did not indicate a reportable event. There was no patient involvement reported.